Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 patient archives for this procedure were not made unavailable from the site. After covering several cases, medtronic technical services experts determined the issue was caused by workflow issues with the non-invasive prenatal test (nipt). The site was draping the head in such a way that the skin was being pulled back, causing tracing inaccuracies with this tracker. When they corrected this and draped without pulling the skin, they registered in future procedures with precise accuracy. On (B)(6) 2016 software investigation completed. Findings are that the strain relief was not being used with nipt, medtronic staff updated staff training. Software is functioning as designed. The surgeon changed tracer pattern to exclude points on the cheeks and include more posterior points. Adjusted the emitter to a higher location and angled it downwards to allow these posterior points to be collected. The surgeon then checked accuracy on facial anatomy and near the ears and deemed registration was accurate, as well as, accurate reaching the sphenoid sinus. Njo parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being approximately 2-4 millimeters inaccurate when navigating in the roof of the sphenoid sinus. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome. The procedure was performed on (B)(6) 2016, however, the site did not contact the medtronic representative until (B)(6) 2016.

Manufacturer narrative:
Device manufacturing date now provided.